Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the physician alleged there were no episodes or records which could have lead to the symptoms of the patient. The physician did not allege the event was due to inappropriate programming of the pacemaker.

Event description:
Related manufacturer report number: 2017865-2014-09122. The patient was implanted with a pacemaker on (B)(6) 2012 to treat pallid breath-holding spells with asystole. Following implant, the patient is reported to have experienced severe pain at night. It was observed the device was previously programmed to "permanent pacing" at a follow-up appointment and was reprogrammed to resolve the situation. The patient experienced painful seizures requiring resuscitation. The patient lost consciousness while interacting with a magnetic toy. To avoid further syncope, magnetized objects were removed from the patient¿s proximity. In (B)(6) 2015, the patient was admitted to the hospital due to extreme syncope. The physicians recorded pacemaker activity during the ambulance ride and the patient had a solid heart rate. Following the ambulance ride, sinus bradycardias with dizziness and vomiting without trigger occurred. Heavy physical exertion by the patient now results in very high heart rates. The physician reported that it cannot be ruled out that a stimulation conduction disorder may occur due to many incorrect stimulations. The event was resolved by replacing the pacemaker. Additional information received indicated the device would inappropriately pace without regards to programming. It was reported the physician alleged a software error, but it was not confirmed. It was reported a review of the event by abbott technical support indicated an implant date programmer issue which was resolved in a subsequent software release. Further information indicated the pacemaker exhibited a diagnostic anomaly. Following the device replacement, the patient was in stable condition.